Manufacturer narrative:
On october 20, 2022, mentor clinician updated the patient codes from "new patient code" to "no signs, symptoms or patient involvement" since there's no clinical symptom nor sign reported for this event and the patient is not experiencing any harms related to the issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on september 12, 2019 device evaluation completed on june 08, 2021: during visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 295cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction. (B)(4).

Event description:
This event is associated with the glow clinical trial. It was reported that a female patient underwent revision augmentation surgery with mentor glow study gel devices on (B)(6) 2018. Adverse event # 1. The desire for implant removal, (right side, implant serial number: (B)(4). Doi: (B)(6) 2018, doe: (B)(6) 2019). On (B)(6) 2019, the patient desire implant removal, elective removal was performed on (B)(6) 2019. Patient dissatisfied with appearance. This report relates to the right side.